Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Not returned.

Event description:
The surgeon reported that the patient presented following a fall. Upon x-ray it was noticed that the ceramic head had shattered. The patient was revised on (B)(6) 2018.

Manufacturer narrative:
An event regarding crack/fracture involving a ceramic head was reported. The event was confirmed through visual inspection. Device evaluation and results: visual inspection: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted ceramic head. From the photographs provided there is evidence of the device being fractured. Dimensional inspection: not performed as the device was not returned. Even if the device was returned, it would not have been possible to perform a dimensional inspection due to a material integrity issue, as there is evidence from the visual inspection that the device is damaged. Functional inspection: not performed as the device was not returned. Even if the device was returned, it would not have been possible to perform a functional inspection due to a material integrity issue, as there is evidence from the visual inspection that the device is damaged. Material analysis not performed as the device was not returned. Medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided and the device was not returned. Further information such as pre- and post-operative x-rays, operative reports as well as patient history and follow-up notes are needed to complete the investigation for determining a root cause no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The surgeon reported that the patient presented following a fall. Upon x-ray it was noticed that the ceramic head had shattered. The patient was revised on (B)(6) 2018.